Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-13957, 1627487-2022-03160. It was reported the patient experienced discomfort at the ipg and lead site. In turn, both the ipg and and leads were revised on (B)(6) 2022 to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.